Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 211 mg/dl and 109 mg/dl. Customer states that the strips were not completely dosed when obtaining both readings. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.